Manufacturer narrative:
Concomitant medical products: wem electrosurgical generator; boston scientific, 0.035 wire guide. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. An evaluation of the photos provided by the user could not confirm the report on incorrect cutting wire orientation. From the photos provided of the device in the endoscopic view, the cutting wire of the sphincterotome appears to be oriented in the 12 o'clock direction to the papilla when bowed (appropriate orientation is approximately 11:00 - 1:00 o'clock). Without return of the complaint device, a further evaluation could not be performed. A discrepancy or anomaly that could have contributed to the reported event was not observed during our laboratory analysis of the returned product. A nonconformity that could be related to the observation reported by the user was found in the DHR. The device goes through several different inspections in manufacturing, final quality control, and packaging departments prior to leaving the facility in an effort to ensure proper orientation. This inspection process would have removed any products having this nonconformance prior to distribution. Therefore, a discrepancy or anomaly was not observed with the product that was released for distribution. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Improper cutting wire orientation can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is precurved and is provided with a precurved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: ¿note: do not apply manual pressure to tip or cutting wire of sphincterotome to influence orientation, as this may result in damage to device.¿ other factors that can contribute to improper cutting wire orientation include manipulating the handle with the catheter in a coiled position or with the precurved stylet inside the cannulating tip. The instructions for use advise the user: "upon removing device from package, uncoil and straighten sphincterotome. Carefully remove precurved stylet from cannulating tip." The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or precurved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a tri-tome pc triple lumen sphincterotome. As reported to customer relations: when using a tri-25m on (B)(6) 2017, the doctor noticed that the output of the cutting wire was lateralized [malfunction unknown following analysis of picture provided by user], thus making the papillotomy difficult and making it impossible to use. The following clarification was received on (B)(6) 2017 - the physician noticed that the tip of the sphincterotomy was turned to an unusual position, making the cannulation harder [incorrect cutting wire orientation].